Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device went into backup vvi mode due to weak telemetry between the transmitter and device. Patient received inappropriate shocks due to fast intrinsic rhythm. A device download was performed, and the device was restored to normal operation. The patient was in good condition afterwards.